Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (packing coils), a lantern delivery microcatheter (lantern), a non-penumbra coil, and a 5f angiographic catheter. It should be noted that the patient's anatomy was moderately tortuous and moderately calcified. During the procedure, the physician successfully implanted the non-penumbra coil and four packing coils into the target vessel using the lantern. After advancing another packing coil into the target location, the coil did not fit properly and the physician made several attempts to reposition the coil. While retracting the packing coil into the lantern during a repositioning attempt, the packing coil unintentionally detached. Therefore, the lantern containing the detached packing coil was removed from the patient, and the detached coil was flushed out of the lantern. The procedure was completed using a new packing coil and the same lantern. There was no report of an adverse effect to the patient.